Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Follow up information received reported that the patient left the ¿very happy¿ and no further word had been heard from them since. If additional information is received, a follow up report will be sent.

Event description:
The patient has had problems with recharging and getting coupling bars to show up since the ins was replaced. After performing the antenna locate feature, the patient was able to get 8 coupling bars to fill when she attempted a normal charging session. When the impedances were checked today contact #10 was greater than 10,000 ohms when impedances were ran at 0.70v. The patient felt cramping, tight, pulling and aching when the device was turned on. The patient felt this feeling in her low back, stomach, foot and everywhere. The patient was not getting good stimulation and has not been able to use it since the new ins was implanted. Reprogramming up and down on both wires with all combinations was tried and it was not working or did not work well for the patient. It was thought that the programming was on -0, +4 at 6v. When the stimulation was turned down the patient does not feel the stimulation. The impedances were fine the day of the ins replacement. It was reported 4 days later that the patient was able to charge her battery. The patient was on cycling. The patient was also going to get an x-ray. A few days later it was confirmed that the x-ray appeared fine. The patient was meeting with her doctor today. Additional information has been requested.